Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient was admitted to the hospital and was reporting recurring symptoms of nausea and vomiting. It was noted the patient had severe diabetes that may have led or contributed to the issue, and they had a bad foot ulcer which may require surgery. The manufacturer representative checked the stimulator and everything was working fine; the doctor changed the settings on the device as an intervention/action to resolve the issue. No further complications were reported/anticipated.